Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at rate burst pressure. The number of inflations and to what atms is unknown. The lesion being treated was a calcified lesion in an unspecified, but tortuous coronary artery. The procedure was completed with another device. No patient injuries or complications were reported. Patient status is listed as "good."